Event description:
The customer reported via phone call that they had repeated motor error alarms during normal use. Customer's blood glucose was 301 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated the insulin pump would shut down when they attempted to prime. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no unexpected motor error alarm noted; the motor was tested outside of the device and passed. No off no power anomaly noted. All operating currents are within specification. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests also, passed the self test. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, cracked belt clip slot and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.